Event description:
It was reported that the patient had an artificial urinary sphincter (aus) removed and not replaced due to fluid loss. Further information was requested and not yet received.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and reservoir was explanted and a new aus cuff, pump, and reservoir were implanted. The physician alleges fluid loss caused the recurring incontinence. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: event: the aus cuff, pump, and reservoir was explanted and a new aus cuff, pump, and reservoir were implanted. The physician alleges fluid loss caused the recurring incontinence.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and reservoir was explanted and a new aus cuff, pump, and reservoir were implanted. The physician alleges fluid loss caused the recurring incontinence. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: the ams800 device was visually inspected and functionally tested. There was a leak in the pump-balloon tube at the pump strain relief junction that was the result of wear and fatigue. The cuff performed within specifications. The pump was not functionally tested due to the tubing leak and contamination. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction the aus cuff, pump, and reservoir was explanted and a new aus cuff, pump, and reservoir were implanted. The physician alleges fluid loss caused the recurring incontinence. Device has returned, evaluation method code.